Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the wire was engaged to a balloon catheter. Od measurements taken for the wire were found within spec. Due to the condition of the returned device functional testing was not possible. The wire was visually inspected as it was received engaged to the balloon catheter. The wire exhibited stretched and bunched up coils right after the tip of the balloon catheter.

Event description:
Physician intended to use a cougar guidewire. Device was inspected before use. Device was prepped before use no issues noted. The wire tip was formed by the physician. Femoral approach was used. It is reported that resistance was experienced during insertion. It is unknown if the resistance was with another device or during initial insertion. Physician did not continue to use the cougar wire. No patient injury reported.